Manufacturer narrative:
Investigation is not complete. Attempts are being made to have the device returned. Additional info has been requested from the surgeon. This report will be amended when the investigation is complete. Event and manufacture of proudct occurred in another country.

Event description:
Very active. Allegedly there was breakage of the modular neck. Patient was a warehouseman and carried heavy weights. No trauma was reported prior to the breakage. Breakage occurred 16 months after implantation.